Event description:
Child with an epidural pump was having pain control issues all day. Md now present to remove catheter and when pump opened the bag was noted to be full. There was no leaking and the nurse thought bolus doses were being delivered to the child. Pump did not beep occlusion and the tubing was not kinked.we have had other situations where the epidural pump is reading that it is infusing but when the pump indicates 'bag empty,' the nurse has found that the bag is still full and patient did not receive the infusion. Pump does not beep occlusion.